Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2017 with the following findings: the complaint of a blank screen could not be confirmed or duplicated on investigation. The pump powered on to a fully illuminated and functional display. The pump cover was removed and no defects were found to the display circuit. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.